Event description:
It was observed during device evaluation that the gastrointestinal videoscope had debris on the light guide lens, produced a noisy image, and then did not produce an image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the defective and fluid invaded plug unit led to the image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.